Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of suspected thrombus was confirmed through the evaluation of the returned device and submitted photograph. Additionally, an acute drop in pump flow was confirmed based on the retrieved lvad log files and could be correlated to the thrombus observed within the device. (B)(6) was returned assembled with the pump cable severed approximately 12.5¿ and 18.0¿ from the pump housing. An additional 6.5¿ distal segment of the pump cable adjacent to the inline connector was also returned. Approximately 6.0¿ of the sealed outflow graft was returned detached from the pump cover outlet port. The sealed outflow graft bend relief was returned intact and secured around the graft attachment. Visual inspection of the inflow cannula revealed a dark red deposition of coagulated blood within the distal end of the cannula. Visual inspection of the outflow graft and graft attachment did not reveal any evidence of adhered depositions or thrombus formations; however, it was noted that the site submitted a photograph depicting a large deposition of coagulated blood which had been removed from the outflow cannula during surgery. Upon disassembly of the pump body, examination of the pump cover revealed red depositions of coagulated blood above the rotor, within the pump outflow, and along the volute. Additionally, examination of the rotor well revealed that the deposition observed within the distal end of the inflow cannula also extended into the rotor well/eye of the rotor. The inflow cannula and pump cover interior depositions were sent for histopathology analysis. Per this analysis, these depositions were comprised largely of membranes of swollen red blood cells held together by a small amount of amorphous fibrin. Macrophages seen within the clots ranged from minimal to mild and typically contained brown pigment interpreted as hemosiderin. The pump cover interior clot also contained minimal numbers of neutrophils. The relative paucity of host cells, particularly macrophages, and the presence of some neutrophils was consisted with the stated age of one to two days. No organisms were seen with any of the special stains and a cause for thrombus formation was not evident. The retrieved lvad event log file captured data from on (B)(6) 2020. Estimated flow was initially above 3.0 lpm, however, flow began to quickly decrease beginning on (B)(6) 2020 at 16:55:11 to as low as 0.6 lpm before recovering to above 2.5 lpm at 20:02:36. Of note, the lvad temperature increased throughout the log file from 46 to 52 degrees celsius. The retrieved lvad periodic log file captured data from on (B)(6) 2020. This log file captured a sudden onset of low flow values beginning on (B)(6) 2020 at 17:26:08 and lasting through 19:26:11. Additionally, the lvad temperature was also noted to be increasing throughout the periodic log file. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Care instructions regarding preventing infection are provided in section 6, ¿patient care and management¿. This IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the hm3 lvas in the section 6, ¿patient care and management¿. This section also contains information regarding the recommended anticoagulation therapy and inr range. Section 1 and section 6 of the heartmate 3 IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The heartmate 3 lvas IFU also provides an explanation of all pump parameters, including flow, in section 1 ¿introduction¿. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm as well as pi events. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-05981. It was reported that the patient was implanted on (B)(6) 2020 and was doing well, but had an acute drop in pump flow to 0.6l (red heart/low flow alarms). Speed changes did not improve the issue. It was decided to take the patient back to the operating room (or) to determine if there was an outflow graft (ofg) obstruction versus pump thrombus. The patient was hemodynamically stable during the entire incident. Upon opening the chest, no ofg compression was noted. The ofg was opened and thrombus was found throughout the graft. The pump was removed from the heart and thrombus was found in both the inflow cannula (ifc) and ofg connection. The left ventricle (lv) was explored and any remaining thrombus was removed. A new hm3 pump, with ofg attached, was secured to the apical cuff and a graft-to-graft anastomosis was made with the ofg. The pump was started and lv decompressed appropriately and the patient was weaned from cardiopulmonary bypass (cpb) without incident. The patient tested covid negative four times prior to surgery, but a positive antibody test showed she had covid in the past which may have contributed to the patient's hypercoagulable state. Additionally, the patient had a precipitous drop in her platelet count from 180 to 79 to 25, prior to pump exchange, which indicated that she may have hitt (heparin induced thrombocytopenia) which also causes excessive clotting. Test results were pending at time of the exchange.